Event description:
Caller reported a cartridge alarm issue that did not adversely impact the customer's blood glucose level. Technical support confirmed previous consecutive cartridge alarms and decided to replace the pump. The customer was informed that the replacement pump would have updated software, and they were provided with instructions on how to store and return the problematic pump. The caller acknowledged understanding of the need to program settings and connect their cgm to the new pump, as well as the requirement to return the pump using a pre-paid label within 10 days. Customer reverted to an alternative method of insulin therapy.